Manufacturer narrative:
(B)(4). Unit alarmed motor error during rewind due to corrode the motor home switch. Unable to perform rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test due to motor error alarms.

Event description:
It was reported that the insulin pump had motor error alarm. The customer¿s blood glucose was 170 mg/dl. The customer was assisted with troubleshooting. Customer stated that drive support cap was normal. Customer stated that insulin pump was not exposed to high magnetic field. Customer was able to complete pump rewind. The device will be returned for analysis.